Manufacturer narrative:
Manufacturer reference number: (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received with disrupted timing. The tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. The device was being used to fixate the hernia mesh. The trigger sounded ¿¿crunchy¿. On firing, the tack wouldn¿t engage into either soft tissue or bone. They tried to fire 5 to 6 times and each time the tack failed to engage. No tacks were able to fire correctly from the device. A loose tack had to be extracted from inside by a laparoscopic grasper. There was minimal tissue damage. A vessel was bleeding, which was easily staved. The blood loss was not more than 500 cc. In order to resolve the issue and complete the case, a second tacking device was opened. The surgical time was not extended due to the product problem.